Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 62, 67 and 59 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 281 mg/dl and 178 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 93mg/dl (B)(6) 2017 07:00 am fasting:yes, the 95mg/dl (B)(6) 2017 07:10 am fasting:yes, the 62mg/dl (B)(6) 2017 06:44 am fasting:yes, the 67mg/dl (B)(6) 2017 05:59 am fasting:yes, the 59mg/dl (B)(6) 2017 05:02 am fasting:yes. Memory concerns:the customer is concerned with the results of 62, 67 and 59mg/dl in the meter's memory.